Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the posterior descending coronary artery. The graftmaster was unable to be delivered to the perforation site due to the anatomy as it was calcified, angular, tortuous and diffuse. The graftmaster was not implanted. An occlusion balloon was used and the patient was sent to surgery to repair the perforation. The patient made a full recovery. There was no reported clinically significant delay in the procedure. No additional information was provided.